Manufacturer narrative:
The customer reported that the central nurse's station (cns) booted into a blue screen and showed a "inaccessible boot device" error message. The device has been returned to nihon kohden for evaluation and repair, and is awaiting the evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) booted into a blue screen and showed a "inaccessible boot device" error message.

Manufacturer narrative:
The device was sent in for evaluation and the reported problem was duplicated. The hard drives were replaced and unit was tested. The repaired unit was then returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.